Manufacturer narrative:
Our investigation into this complaint has been finalized. In the received device log files the reported faults could be confirmed. It could be concluded that the technical errors happened during installation of software, not in conjunction with a pre-use checks tests as reported previously. The indication is, that the breathing sub-system had restarted and there were a lot of errors in the i2c communication with the expiratory pressure transducer. Since the faults happened during software installation and not during normal use, the service engineer could take measures. In this case, reinstalling the software until there was a successful installation. No part was changed in conjunction to the reported technical errors. We could trace back the reported problem to (B)(6) of 2016, therefore the date of event was determined as (B)(6) 2016 and updated accordingly.

Event description:
(B)(4).

Event description:
It was reported that during the pre-use checks tests, the ventilator generated two technical error codes. One indicated a communication failure between the control and monitoring printed circuit boards and the other indicated a communication error. There was no patient involvement reported. (B)(4).